Event description:
A trilogy 100 was returned to the manufacturer for recertification. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed a test step for active exhalation purge valve closed and an lcd screen test step. The device's active exhalation control module and system board need replaced to address the issues. The device also failed the low o2 flow test step due to the foam being installed incorrectly. No components were replaced. The device was deemed disqualified for recertification and was scrapped.